Event description:
It was reported that when the device was used for a laceration repair procedure, the device would not fire. A new device was used to complete the procudure. There was no known consequence to the pt.